Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown model aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to calcification and stenosis. No symptoms provided prior to the procedure. The tavr was performed with a 26mm transcatheter valve successfully. Patient was in stable condition post surgery. The patient is an 80 year-old female.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.